Manufacturer narrative:
Device not yet returned to manufacturer for evaluation; follow-up report will be issued as necessary based upon investigation results.

Event description:
It was reported that the power cord is pulling away from the unit and there are bare wires showing. No pt involvement or adverse consequences are reported.